Event description:
Patient was tested on suspect device and inr=7.2, account thought this was too high, so patient sent to laboratory, inr=4.4. No treatment was given based off of the suspect meter results. Controls were run and within range.